Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D7a ¿ single-use device was updated from ¿no¿ to ¿na¿. H6 - adverse event problem - health effect - impact code was updated. The suspected pump was returned for evaluation. The customer¿s allegation was confirmed, with the probable cause identified as a defective dso sensor. A visual and functional test was performed. During the downstream occlusion test, the pump immediately triggered a pressure alarm, confirming the dso sensor defect. The dso sensor will be replaced. The device will be returned to the customer once functional and accuracy testing confirm it is within specification.